Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿comparison of early results after the initial total hip replacement of the collar versus the uncollar corail femoral shank: retrospective queuing study in 149 patients¿ written by weng xisheng, feng bin, and zhao lijuan published in the chinese journal of bone and joint surgery on may 1, 2021 was reviewed. The purpose of this study was to review first-time tha patients with or without corail femur handle, both with and without corail stem produced by the same company, were compared with the early clinical efficacy and imaging results of the two groups of patients. It is intended to provide clinical reference. 149 hips were included within the study. All patients were implanted with a corail stem, pinnacle cup, and ceramic on ceramic interface. 70 hips were included within the collared group and 79 within the collarless group. Adverse events: nine stems had migration less than 1mm. Bone dissolution is asymptomatic in all cases and implant components do not require intervention. One case of wound healing bad, after a drug change, recovered. One case, a deep vein thrombus appeared after the operation, and was fully recovered after anti-coagulation treatment. One case, a fracture of femur distance was found, without special treatment, and was healed during follow-up. One case, a urinary tract infection was fully recovered by anti-coagulation treatment. Leg length discrepancy was noted ¿ no intervention noted. Ectopic ossification was noted in one patient - no intervention noted.